Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box shows evidence of cs-088-85b3 alarms. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. Removed pump cover; no evidence of internal moisture was observed. No damage to the internal components or pcb was found. The complaint was confirmed in the pump history but not duplicated during testing. Battery compartment is cracked below the bumper pad. The display screen has a pinkish contrast.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.